Manufacturer narrative:
(B)(4). The opt844 interface is used to deliver humidified oxygen to patients. The opt844 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt844 nasal cannula was returned to fisher & paykel healthcare (f&p) (B)(4) for investigation and it was visually inspected. Result: visual inspection of the complaint cannula revealed that the tubing and the grip of the opt844 was pulled apart from the connector. Furthermore, the tubing was found to have slightly stretched at the connector end of the interface. Conclusion: the damage observed indicates that the cannula was most likely subjected to undue force by the careperson or the patient. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The user instructions which accompany the opt846 cannula show in pictorial format the correct placement and fitting of the cannula and also warn: appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. Do not crush or stretch tube.

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility, that the tube of an opt844 nasal cannula detached from the connector. No patient consequence was reported.